Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of years ago from date manufacturer was made aware. Block d6b: explant date: couple of years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to unknown complications. No further information could be obtained.